Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a zmb00 intraocular lens (iol) was explanted from the patient's right eye after she experienced poor intermediate visual acuity. The procedure did not require an enlarged incision or a vitrectomy. Another iol was implanted at the same time. No patient injury was reported.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed the lens was cut in pieces, most likely to make explant possible. Under magnification the lens can be identified as a tecnis multifocal because of the presence of a diffractive ring pattern on the optic. The lens optic is damaged and some scratches are present. Dust particles are present. The condition of the returned lens is consistent with one that has been explanted and handled in a non-sterile environment. The condition of the returned lens prevented further investigation. Manufacturing records were reviewed. Device history records were reviewed including diopter measurement at final inspection. The iol was produced without any nonconformances or deviations. The investigation was within specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data: if implanted, give date: (B)(6) 2014. (B)(4). All pertinent information available to abbott medical optics has been submitted.